Event description:
Information from ae regulatory system: needle was installed on an insulin pen to inject insulin, but no liquid coming out. The patient was injecting insulin and found no liquid could coming out, the patient thought that there was something wrong with the needle, but later realized that it was the single needle used multiple times causing cannula clogged, which resulted in no liquid coming out and unable to inject insulin. Ae report no.(B)(4) call center didn't contact with customer successfully, and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 329487.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h10. A supplement report is created to include the related report number.